Manufacturer narrative:
The insulin pump powered up properly after battery installation. No error noted during system boot up. The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had physical damage and alarmed a motor communication error alarm. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.